Event description:
It was reported that the 2800 system had a collimator iris potentiometer error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator and the collimator control cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.